Manufacturer narrative:
Investigation results completed on a smith medical medfusion pump. Reported the device under is preventative testing during pm use and instead of down stream occlusion test , " 'motor rate error' alarm occured. The complaint was verified, as this was verified in the event log and testing to duplicate event also substantiated the complaint .the cause of the malfunction was isolated to normal wear of the motor assembly, as the pump was nine years old actions were taken to replace the stepper motor, old motor mount,wavy washer,delrin washer, worm coupling and worm gear. Also replaced lead screw and both clutch halves as a preventative measure. Performed occlusion test and all functional tests passed. The pumps physical appearance in visual view revealed; "cracked case top on front left corner, cracked right plunger case, broken ear clip, loose plunger head. Batterylmd @ 32 also over 4yrs old,contamination in the bottom case,left plunger case inside screw insert broken off " cause will be determined that age of pump caused event.

Event description:
Information received a smith medical medfusion 3500 pumps failed occlusion testing during pm and alarmed motor rate error instead. This all occured during testing and no patient involvement. Device analysis completed and will be summarized.